Event description:
It was reported that a nurse could not disconnect a one-link needle-free standard bore catheter extension set. The nurse used their teeth to pry off the connectors in efforts to attach the catheter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.